Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had moisture damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.